Manufacturer narrative:
Block h6 device code a1401 is being used to capture the reportable event of deflation problem. Impact code f2202 is being used to capture the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on (B)(6) 2024. On (B)(6) 2024 the patient reported having blue color urine during a follow up visit. The physician performed an endoscopic procedure to remove the deflated balloon and replaced it with another device of the same model. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.